Event description:
It was reported that when ejecting the blood into the cap, the blood went all the way through the cap and leaked out. This happened with the line draw arterial blood sample syringe with dry lithium heparin for gases and electrolytes. This happened in the hospital and was operated by a health professional. The patient was not harmed but additional blood had to be drawn from the patient for an additional sample. The outcome was removed lot number from unit supply, as it had happened with multiple syringes of same lot with multiple nurses. There has no relevant test or laboratory since this was not sent down to lab due to leaking from cap. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection identified that the pilot balloon had a cut in the middle and the valve shows signs of stress in the tip. The reported issue was confirmed however, the root cause could not be determined. Further evaluation of the product will be conducted.